Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system and esheath were discarded following the procedure and were not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, patient factors (stj calcification, mild/moderate annular calcification, moderate aortic root calcification) likely contributed to the delivery system balloon burst during the deployment of the valve. Manipulation of the device during the attempts to withdraw the delivery system back through the esheath likely contributed to the nose tip/nosecone separation and the subsequent surgical removal of the nose tip of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was successfully performed with a 20 mm x 4 mm edwards bav catheter. A 23 mm sapien 3 valve was prepared with nominal volume and positioned across the native annulus with the bottom of the middle marker at the base of the cusps. During deployment of the valve, the commander delivery system balloon ruptured. The rupture was visible under fluoroscopy. The valve appeared to be fully deployed and stable. Hemodynamics and a root angiogram were performed to confirm placement, valve function and root integrity. Several attempts were made to withdraw the delivery system; however, the delivery system could not be pulled back into the esheath. During the attempts to withdrawal the delivery system, it was noted that the esheath seam was ¿split¿ and the tip of the sheath was ¿folded back upon itself¿. The decision was made to remove the delivery system and sheath as one unit. The esheath and out shaft of the delivery system were removed from the patient. Upon withdrawal, it was noted that the delivery system balloon was torn in a circumferential pattern and the top of the balloon and nose cone were still on the wire in the right iliac artery. Multiple unsuccessful attempts were made to snare the nose cone from the contralateral side. The patient was intubated and surgical cutdown was performed. It was noted that because of the ¿umbrella shape¿ of the balloon, it had embedded itself into the intima layer of the right iliac, removing a significant portion of it before becoming completely lodged in the vessel. The balloon, nosecone, and intima were removed and the vessel was repaired by a vascular surgeon. The patient was transferred from the room intubated, but in stable condition. The patient hemodynamics remained stable throughout the procedure. The native annular valve area measured 358.5 mm2. Mild/moderate annular calcification and moderate aortic root calcification was reported. Calcification in the sinotubular junction (stj) was reported; although the exact degree of calcification was not provided. The access vessel minimum luminal diameter (mld) measured 6.8 mm x 5.1 mm with mild calcification and mold tortuosity reported. It was perceived that the calcification in the sinotubular junction (stj) caused the balloon rupture during valve deployment. The commander delivery system and esheath were discarded following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01955.